Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the indicator on the front of the device is "×" and periodically generates an alert sound. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint indicates that indicator on the front of the × is "off" and an alert sounds periodically. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.